Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond and the device would not power off. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond and the device would not power off. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunction of the device was observed. The device performed to manufacturer's specifications.